Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm, measuring 85.7mm with gore® excluder® aaa endoprostheses. On (B)(6) 2017 the aneurysm measured 75mm. On (B)(6) 2018 a type ii endoleak was noted. On (B)(6) 2018 the aneurysm measured 72mm. On (B)(6) 2019 an additional aortic endograft was implanted.